Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent a procedure for uterine, bladder and bowel prolapse along with hysterectomy on (B)(6) 2008 and the mesh was implanted. Since the day of the operation, the patient experienced a chronic debilitating pain in vagina, groin, right hip and leg, pelvis and abdomen. The patient is on multiple pain relieving medications and cannot stand or sit upright for long periods of time. The patient has to lay down to mediate the pain. It was also reported that the mesh was extruded into vagina and the patient underwent a revision surgery to have the mesh trimmed but it has re-occurred. The patient also experienced a recurrence of rectal prolapse, which caused constipation and defecation dysfunction. The patient experienced painful intercourse, vaginal scarring, tightening and/or shortening. The mesh is possibly still implanted. Additional information has been requested.